Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 40 mg/dl. Customer alleged the cause was due to the pump alarm not annunciating. During troubleshooting with tandem technical support, the alarms sounded correctly and pump was functioning as intended. The customer consumed carbohydrates to address the bg.